Event description:
A surgeon reported that after insertion of the intraocular lens (iol) a crease was noted horizontally in lens, not where it was folded. During removal of the iol, the capsular rhexis split. Another lens type as implanted into sulcus requiring widening of the surgical incision and unplanned sutures.